Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Mayfield spine table adaptor (a2600m) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The issue reported by the customer could not be determined. Probable root cause for reported complaint is routine wear and tear to the unit. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This 1 of 2 reports linked to mfg report number: 3004608878-2021-00434. A facility reported that the mayfield spine table adaptor (a2600m) lever was not locking down correctly, was loose and needs to be repaired. It is unknown if there was patient involvement; however; no patient injury was reported or surgical delay has been reported.